Event description:
Procedure: bypass of gastroenterostomy. According to the reporter: a doctor confirmed incomplete stapling on tissue in two devices that were used consecutively in the same case. The first sulu caused malformed staples at the distal end and staples could not be fixed on tissue. The second sulu had incomplete stapling issue especially in the middle part of staple line. Confirmed no problem in the both ends parts of the staple line. Using a new gia6038, the case was complete with no problem. No pt harm. Operating time extended: more than 30 minutes. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. A slight oozing bleeding. No pt info is available.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 06/05/2014.